Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to noise oversensing. Light device manipulation caused noise on the subcutaneous electrocardiogram (s-ECG), and so the s-ICD was reprogrammed to the alternate configuration. An inappropriate shock again occurred after the vector change. The patient previously opted for an s-ICD system due to the breakdown of a right ventricular (rv) lead. During that surgery, it was noted that the patient had occluded bilateral subclavian veins. The physician thought it could be possible to insert a traditional rv lead from the right side after the inappropriate s-ICD shocks. The patient was brought into the lab and a venogram was performed from the right arm. Contrast was seen flowing across the right subclavian vein and a faint amount looked to flow down the superior vena cava (svc). Subsequently, the physician attempted to implant a transvenous implantable cardioverter defibrillator (ICD) system and access was obtained in the right subclavian vein, but the wire could not advance past the svc into the inferior vena cava (ivc). Contrast injection confirmed the svc was occluded. It was decided to revise the s-ICD. During the revision process, it was noted that the generator had rotated in the pocket and the lead had been pulled back slightly, noted previously given x-ray imaging. The s-ICD and electrode were explanted and a new electrode was implanted. The original s-ICD was reimplanted in the intramuscular pocket. During defibrillation threshold (dft) testing, sensing dropout occurred in the primary configuration and the patient was externally converted. Dft testing in the secondary configuration was successful. The patient was expected to be discharged the same day. No additional adverse patient effects were reported.